Event description:
Reporter indicated that patient's vns therapy system was interrogated and it was discovered that the normal mode output current and magnet mode output current were to zero. Review of the programming history from physician's handheld by manufacturer revealed that there was an interrupted system diagnostics test, which led to the settings being changed inadvertently. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.